Event description:
Boston scientific received information that during a normal patient follow up, the battery status of this device was at beginning of life (bol) with a magnet rate of 100 paces per minute (ppm). However, it was discovered that there was intermittent failure to capture on the electrogram (egm). The device was programmed to maximum outputs but there was still intermittent capture noted on both the non-boston scientific atrial and ventricular leads. Magnet application did result in consistent pacing. A replacement procedure was scheduled for a later date as the patient was not pacer dependent. Twelve days later, the patient presented in the emergency room with symptoms similar to what they experienced before receiving the pacemaker. Interrogation of the device found that it had reverted to vvi pacing at 30ppm with failure to capture. The device was successfully replaced and will be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Once the device has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the device memory found 59 resets in the reset counter. A system reset had also occurred. Device print outs were received with the returned device, and showed the device had reached elective replacement time (ert). However, due to the resets, the ert date is not stored in the device memory. A longevity calculation was performed, using the ert date on the print outs, and it was confirmed that the device exceeded the nominal expected longevity based on programmed parameters. Initial functional testing was performed, and the device was unable to pace at maximum outputs due to the depleted condition of the battery. The device case was removed to measure the device's current drain; no high current condition was observed. An external power supply was then attached to the device and functional testing was performed again. With the external power supply connected, the device paced and sensed normally. An is-1 lead was inserted into the ports with no issues noted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. The device was manipulated while pacing was monitored; no pauses in pacing were noted. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that the device exceeded its nominal expected longevity. The reason for the failure to capture may have been caused by the depleted battery. The reason for the resets in the device memory could not be determined. The resets did not result in the no-output condition, but likely caused the device to show bol, which hid the device battery status at ert or eol.